Event description:
On 21st january 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone trifocal rao603f. The preliminary event description provided states that only one haptic came out of the injector; however, follow-up information later identified that the haptic broke when the lens was in the eye necessitating explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The preliminary event description provided states that only one haptic came out of the injector; however, follow-up information later identified that the haptic broke when the lens was in the eye. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The subject device was discarded by the healthcare facility following explant. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone trifocal rao603f batch 074247023 confirms that all manufacturing and quality checks were conducted with successful results. All devices released for distirbution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 074247023. There is insufficient evidence and information available to determine the cause of haptic breakage.